Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) the packaging was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 1.) 1bx of 320566 found damaged/dirty during repacking activity.

Manufacturer narrative:
H6: investigation summary one photo of two 32g x 4mm pen needles was returned from lot. No. 1327876, cat. No. 320566. Visual examination of the returned photo was carried out and burn marks on the covers was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Burn marks occurred due to the moulding press stopping whilst heats remained on the injection unit. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) the packaging was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 1.) 1bx of 320566 found damaged/dirty during repacking activity.